Event description:
The facility's biomedical technician reported a fail code 550. The biomedical tech stated that there have been no reports of any pt incident involving this pump since the last baxter service event.